Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During a physical inspection of the device, continuity was found in the ultrasonic flex tail pins. It was also observed that the upstream sensor had low fluid numbers. Low fluid numbers will make the device more sensitive to air-in-line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.